Event description:
It was reported the patient experienced inadequate stimulation with their l2 drg lead. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the drg system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.